Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. Evaluation found the motor mount screws were severed which is known to cause the reported symptom. The motor assembly and motor screws were replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient incident.